Manufacturer narrative:
The device was evaluated at olympus repair center. As a result of the evaluation, the following was confirmed. The watertightness could not be maintained due to damage to the instrument channel. The bending section rubber and bending tube were damaged. Due to wear of the angle wire, the upward angulation did not reach the specified value. The field of view was blurred due to a malfunction of the objective lens. The adhesive around the objective lens was missing. The device has not been repaired in the last year. Olympus medical systems corp. (Omsc) confirmed the result of the device inspection, but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the device evaluation result and the past similar cases, the reported event may have been caused by the addition of external physical stress. The device was missing the bending section rubber, but investigation revealed that the user had intentionally removed the bending section rubber. Also, the user's handling deviated from the instruction manual because the user immersed the device in water during the reprocessing without attaching a water-resistant cap to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus repair center and found that the objective lens was missing. There was no report of patient injury associated with the event.